Event description:
It was reported that the trial patient was experiencing increased pain. X-rays were taken and confirmed spinal cord stimulator (scs) lead migration. The physician attempted to repositioned the leads however, pain felt too much discomfort. The patient trial leads were explanted and the patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7308431, UDI: (B)(4).

Event description:
It was reported that the trial patient was experiencing increased pain. X-rays were taken and confirmed spinal cord stimulator (scs) lead migration. The physician attempted to repositioned the leads however, pain felt too much discomfort. The patient trial leads were explanted and the patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.